Manufacturer narrative:
This report is submitted on july 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. The implanted device remains at this time. However, revision surgery is planned but has not yet taken place at the time of this report.

Manufacturer narrative:
It is now reported that the patient underwent surgery to explant the device on (B)(6) 2018 and was reimplanted with a new device during the same surgery. This report is filed on october 31, 2018.